Event description:
It was reported that during preventive maintenance service engineer found check IV set error. Replaced both pressure sensors, calibrated, performed preventative maintenance, passed all tests. There is no patient information. Per customer, no further information will be provided, including patient demographics and no products will be returned.

Manufacturer narrative:
Investigation conclusion: no device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. The reported issue that there was a check IV set error during the preventive maintenance process could not be confirmed; no product was returned for investigation. No further investigation of this event is possible at this time. Device inspection: n/a, no product was returned for investigation. Root cause analysis: n/a, no investigation could be performed. Device history review: a review of the device history record showed the device had a manufacture date of 13jul2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that during preventive maintenance service engineer found check IV set error. Replaced both pressure sensors, calibrated, performed preventative maintenance, passed all tests. There is no patient information. Per customer, no further information will be provided, including patient demographics and no products will be returned.